Manufacturer narrative:
The insulin pump was received with a motor error alarm during the basic occlusion test. The insulin pump was received with a compromised force sensors system error alarm during the priming test at 3 pounds due to moisture damage on the force sensor resistor. The motor passed the motor test. The displacement test functioned properly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked lcd window.

Event description:
Customer reported via phone call motor error alarm and compromised force sensor system error alarm. Customer's blood glucose level was 154 mg/dl. Troubleshooting for motor error was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.